Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced issues with the ilet and frequently paused insulin delivery, which disrupted automated insulin dosing and prompted a support-directed factory reset and reconnection, after which the user resumed bionic mode. Symptoms included hypoglycemia with a lowest reported blood glucose of 54 mg/dl and associated need for oral carbohydrate treatment. Outcomes included transient blood glucose outside the target range for about two hours without medical intervention, hospitalization, or use of back-up therapy. Investigation included troubleshooting support, device reconnection, and user education regarding the effects of pausing insulin on algorithm performance. Investigation of this case revealed that frequent pausing of insulin delivery interfered with automated insulin adjustments, contributing to hypoglycemia, and that the device functioned as designed after factory reset and correct use. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to user interaction affecting automated dosing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.